Event description:
It was reported that the patient was not able to adjust stimulation. It was note that there was a call your doctor icon. The caller reported a power-on-reset (por) condition which the patient saw yesterday on her programmer and recharger. It was noted that the patient connected with the device during the report and when she turned her implantable neurostimulator (ins) on, she did not see the por message. It was noted that the patient was very careful about recharging her device and typically recharged mondays and fridays. It was noted that the patient last charged full four days prior to reporting. No patient symptoms were reported. Refer to manufacturer report #3004209178-2013-12272.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2010. Product type: implantable neurostim ulator, product ID 37752, serial# (B)(4). Product type: recharger, product ID 37743, serial# (B)(4). Product type: programmer, patient product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead product ID 37743, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 37752, serial# (B)(4). Product type: recharger product ID 3777-45, serial# (B)(4), impl anted: (B)(6) 2011. Product type: lead, product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).